Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 14-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 3 months started having severe abdominal pain. She was diagnosed with peptic ulcers. Four years after insertion she underwent hysterectomy and salpingectomy to remove essure. These events were considered serious due to medical significance. Abdominal pain is listed in the reference safety information for essure while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event causality with essure cannot be excluded. Peptic ulcers are defects in the gastric or duodenal mucosa that extend through the muscularis mucosa. Risk factors include h. Pylori infection, drugs such as nonsteroidal anti-inflammatory, lifestyle factors such as tobacco use, severe physiologic stress, hypersecretory states, and genetic factors. Considering peptic ulcer's pathophysiology and essure's local effect in the fallopian tubes, this event was assessed as unrelated to essure. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy and salpingectomy to remove essure). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (#mw5042295) in united states on 06-jul-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 (lot number 755529). Consumer reported that essure implanted early 2011 and after 3 months started having severe abdominal and pelvic pain, digestive issues, energy loss, and constant and severe menstrual bleeding. Gastrointestinal was suspected cause and she was seen by two different gastrointestinal specialists and a general surgeon who gave her 4 lower endoscopies, two upper endoscopies, and a capsule endoscopy. She also had to see pain management as she was on some pretty powerful pain killers just to function and was diagnosed with peptic ulcers and possible jejunoileitis. Consumer mentioned that before essure, she was completely healthy. Finally an emergency room doctor helped her and got a referral for her to a gynecologist specialist in 2015. She had a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy to remove both essure coils on (B)(6) 2015 and what they had affected. Her pathology report revealed numerous cysts covering her fallopian tubes and one cyst on an ovary. Since her hysterectomy, she has not had any pain at all or digestive issues, her hair was no longer failing out and her energy level was recovering. Her quality of life has been returned to her. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: batch number 755529. Production date: 6/2010. Expiration date: 6/2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 3 months started having severe abdominal pain. She was diagnosed with peptic ulcers. Four years after insertion she underwent hysterectomy and salpingectomy to remove essure. These events were considered serious due to medical significance. Abdominal pain is listed in the reference safety information for essure while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event causality with essure cannot be excluded. Peptic ulcers are defects in the gastric or duodenal mucosa that extend through the muscularis mucosa. Risk factors include h. Pylori infection, drugs such as nonsteroidal anti-inflammatory, lifestyle factors such as tobacco use, severe physiologic stress, hypersecretory states, and genetic factors. Considering peptic ulcer's pathophysiology and essure's local effect in the fallopian tubes, this event was assessed as unrelated to essure. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy and salpingectomy to remove essure). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.